Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had an error message on the screen that arm 3 was not working with a 32056 error. They tried to restart the system multiple times but the same error returned. The customer powered down the entire da vinci system and did an emergency power off (epo). After powering the da vinci system back on, the system was still reporting a 32056 error. The customer would continue to use the system for their procedure. The tse explained that table motion and targeting would not be available since table motion and targeting required all four arms to be functioning. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that during procedure they pulled the robot back to bring out the specimen and it gave an error message and did not allow them to continue. The reported issue did not cause any delay as the customer was able to finish the procedure without redocking the robot. The issue did however, cause a delay the following day when the customer had to delay the start of their procedure list for the day to have the arm replaced by the fse. The procedure was not completed using 3 arms and the scheduled procedures for the following day could not be carried out with 3 arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that during procedure they pulled the robot back to bring out the specimen and it gave an error message and did not allow them to continue. The reported issue did not cause any delay as the customer was able to finish the procedure without redocking the robot. The issue did, however, cause a delay the following day when the customer had to delay the start of their procedure list for the day to have the arm replaced by the fse. The procedure was not completed using 3 arms and the scheduled procedures for the following day could not be carried out with 3 arms.

Event description:
Refer to h11 for follow-up information.